Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received from sales rep.: the patient was male in his late 50¿s. He had a previous trans anal tumor that the surgeon attempted to remove. The bowel was cancerous so the patient was then put on radiation treatment. The procedure being performed was a lap lar. The surgeon commented that he could not get any tissue planes and the lower rectal tissue was extremely thick and hardened. He believed this was because of the previous surgery and the radiation treatment. He used the echelon 45 articulating stapler with the green reload on the distal transection of the bowel. He commented that when he went to close the device that the closing ¿click sound¿ was different than normal. He believed the tissue to be extremely thick. He wanted to fire the stapler, got through one stroke and half way through the second stroke when he could not advance any more. He pressed the red reverse button in attempt to bring back the knife blade. He was unable to move the blade forward or backward at this point. Another surgeon was called into the room who pulled and broke off the closing handle. The surgeon then transected the resection distal to the stapler with scissors. Then the stapler was ¿pulled¿ off the tissue. The surgeon then sewed over the distal resection and gave the patient a hartmann¿s pouch. He is unsure if the patient will need permanent colostomy bag or if he will be able to complete the resection. The patient is doing fine and had min blood loss in the procedure. Additional information requested and received: are photos of device available? Not yet, meeting with biomed engineering soon. Will the device be returned for analysis? Yes. Did the surgeon use one or two hands while firing? Unk. After pressing red reverse button, did surgeon attempt to squeeze the firing trigger one more time? Yes ¿ no movement. What is the current patient status? Patient is fine.

Event description:
It was reported that the echelon 45 stapler jammed. Were clamped on tissue and were unable to fire and/or open the device. Unknown at this moment how procedure was completed.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p5838c. Investigation summary: the analysis found that one ec45a device was returned with the closure trigger broken and in the closed position. In addition, an ecr45g cartridge reload loaded on the device. The reload was received partially fired 3/4, with the cartridge body, drivers and one piece sled damaged. No functional test was performed due to the condition of the device. After further analysis it was noted that the knife had buckled. The damage to the closure, cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bend and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or.